Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, the helix of the right ventricular (rv) lead unintentionally extended within the body of the patient. Additionally, once the rv lead was positioned, the helix was unable to fully extend. The helix was not tested prior to introducing the rv lead into the body of the patient. The rv lead remains implanted and no additional intervention was performed. The patient was in stable condition.